Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appeared swollen, the up key contact was misaligned, all key contacts are inverted and do not always spring back, and there was evidence of adhesive/contamination under the button contacts.

Event description:
The pt claimed that the pump intermittently responsive to the ok and arrow buttons. This reported issue can impact insulin delivery. The pump reportedly is "rarely" exposed to water (2x/year) and there are no sign of damage to the keypad. There was no adverse event associated with this complaint.